Event description:
Sales consultant reports that an explant procedure was done for a locking compression plate fracture to the left proximal tibia for a non union on (B)(6) 2013. The original surgery implant was performed on (B)(6) 2012. Surgeon had a culture done to rule out infection but results have not been obtained. A complete new replacement is scheduled in 2 weeks time. This report is for a washer 7.0mm. This is 13 of 13 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Results from culture test were negative. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. (B)(4). Original date of awareness is 04/18/2013.

Manufacturer narrative:
Device is used for treatment, not diagnosis.